Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal difficulties occurred. A general comment was made by the physician that in very tortuous vessels, after the stent is completely deployed and well apposed, they are experiencing more balloon withdrawal resistance. The stent delivery system (sds) is removed without needing further action. The procedure was completed with the device with no patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).